Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had critical pump error and exposed to moisture. The customer¿s blood glucose level was 102 mg/dl. The customer's mother stated that the customer forgot remove insulin pump went into swimming pool and had an x on it and an arrow pointing to an open book with question mark. The customer stated that they had critical pump error on the insulin pump screen. The customer's mother declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with corroded electronic assemblies and corroded motor home switch.